Event description:
Customer reportedly received a blood glucose reading of 257 mg/dl; no action was taken. Customer began to experience high heart rate, violent vomiting, convulsions, leg and back pain, uncontrollable bowel movement and migraines. Customer believes the meter provided an accurate reading; she did not expect to go into dka at the blood glucose level she received. Hospital nurse reported. There was no malfunction or issue with the pump; suspects therapy settings as a possible cause. Requested return of the alleged strips for evaluation; meter are pump are not requested as they are functioning properly.

Event description:
Customer reportedly received a blood glucose reading of 257 mg/dl; no action was taken. Customer began to experience high heart rate, violent vomiting, convulsions, leg and back pain, uncontrollable bowel movement and migraines. Customer believes the meter provided an accurate reading; she did not expect to go into dka at the blood glucose level she received. Hospital nurse reported. There was no malfunction or issue with the pump; suspects therapy settings as a possible cause. Requested return of the alleged strips for evaluation; meter and pump are not requested as they are functioning properly.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.